Event description:
Caller alleged discrepant low inratio inr result in comparison to the laboratory inr result. Customer new to inratio testing and trained on (B)(6) 2014. Results are as follows: date: (B)(6) 2014, laboratory inr (11:42) -12, inratio inr (21:40) - 3.1, therapeutic range: 2.0 - 3.0. Reportedly, the patient's finger was "milked" after the finger stick. The patient's coumadin was held from (B)(6) 2014. There was no additional information provided.

Manufacturer narrative:
Investigation pending.